Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture in the glass cap, confirming the reported event. The fiber was rotating within the metal cap, indicating a glue failure. A forward firing test was performed and resulted in an output which was above the threshold for potential patient harm. The metal cap exhibited severe debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber stopped working at the beginning of the anatomic vaporization procedure, and the fiber tip appears to be broken. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber stopped working at the beginning of the anatomic vaporization procedure, and the fiber tip appears to be broken. The procedure was completed with another device. There were no patient complications.